Event description:
Patient representative reported on behalf of the patient "encapsulation of implants, severe pain, very hard when touched. Patient later reported pain occurred several months after surgery a contracture of the prostheses was found, worsening of the pain, culminating in a fourth degree contracture of the breasts, with continuous and excruciating pain on palpation. Later healthcare professional reported "the patient presented with grade IV capsular contracture with seroma and the implant was micro-damaged in several areas". Device has been explanted and replaced with a non-abbvie device. This is for the left side. Patient was treated with anti-inflammatory drugs and antibiotics.

Manufacturer narrative:
Reason for reoperation: seroma; "the implant was micro-damaged in several areas".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "encapsulation of implants, severe pain, very hard when touched."

Event description:
Patient representative reported on behalf of the patient "encapsulation of implants, severe pain, very hard when touched. Device remains implanted. This is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a3a; a4; b3; b5; b6; d6a; h6

Event description:
Patient representative reported left side capsular contracture, baker grade IV, pain, and hard. Device remains implanted.

Event description:
Patient representative reported on behalf of the patient "encapsulation of implants, severe pain, very hard when touched. Patient later reported pain occurred several months after surgery a contracture of the prostheses was found, worsening of the pain, culminating in a fourth degree contracture of the breasts, with continuous and excruciating pain on palpation. Later healthcare professional reported "the patient presented with grade IV capsular contracture with seroma and the implant was micro-damaged in several areas". Device has been explanted and replaced with a non-abbvie device. This is for the left side. Patient was treated with anti-inflammatory drugs and antibiotics.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.